Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the catheter was being placed into the pt's radial artery in the operating room. During insertion, the physician passed the needle into the pt's wrist and hit the artery with the first pass. She attempted to thread the guide wire into the artery. It was advanced about half way in and then she felt resistance. The physician attempted to pull the guide wire back and it would not move. As a result, the catheter and wire were removed as one and a bend was observed at the end of the wire not allowing it to retract. The pt developed a hematoma at the site but after pressure was held, it did not get any bigger. As a result, a new catheter was placed successfully. There was a delay in treatment and no pt death was reported.